Manufacturer narrative:
The device is not expected to return as it was surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead was capped unknown product performance issue and another rv lead was placed. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The lead was capped due to a therapy upgrade, as a defibrillator was implanted the same day and a tachy shock replaced this rv lead. Therefore, there are no allegations or concerns against this lead and there is no evidence of malfunction. For that reason, it is not reportable.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a therapy upgrade, as a defibrillator was implanted the same day and a tachy shock replaced this rv lead. No additional adverse patient effects were reported.